Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of no audible alarm tones. The device was returned to the user facility's biomedical engineering dept with an unsigned note stating, "this pump has no sound." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical service. Though requested, no add'l info was provided.